Event description:
It was reported that during an unknown procedure, the clip was unformed after firing. Changed to another one but still had the same issue. A third device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received with the knob separated from the device. A bag with a piece of the knob rotation was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through.  The instrument is designed to lockout when all the clips have been fired. In addition, it was noted that the shaft could rotate when manually assisted; however it could not rotate with the knob due to the returned condition. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).